Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead had been showing a rise in ra capture threshold and variable impedances since implant procedure. A revision with analyzer was completed and the same issues were observed. High, and low, out of range pacing impedances have been observed. The pacemaker power consumption had elevated. An internal circuitry issue was discussed as the origin for the observed behavior. The pacemaker and the ra lead were explanted and are expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead had been showing a rise in ra capture threshold and variable impedances since implant procedure. A revision with analyzer was completed and the same issues were observed. High, and low, out of range pacing impedances have been observed. The pacemaker power consumption had elevated. An internal circuitry issue was discussed as the origin for the observed behavior. The pacemaker and the ra lead were explanted, and the pacemaker has been returned for analysis. No additional adverse patient effects were reported.